Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy procedure, while on the resection of colon, the device¿s handle was completely squeezed but did not fire and did not cut tissue. Another device was used in order to complete the case. No patient injury.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of one device. The device was received loaded with a fully fired 4.8mm single-use loading unit (sulu). A malformed staple was stuck in one of the pusher finger slots. The pusher underneath the stuck malformed staple was damaged. The loading unit was reset, reloaded into the instrument and cycled with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of this condition may occur when the device is applied over thick tissue exceeding the recommended tissue range. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.